Event description:
The specialty bed was placed in trendelenburg position to assist staff in pulling patient up in bed. After moving patient up in bed, staff tried to place patient back in comfortable position, and controls stopped working on bed so it remained stuck in trendelenburg position. Patient began to have respiratory distress, had to be moved to a standard bed.